Manufacturer narrative:
Visual inspection of the returned device revealed that the balloon had a severely inverted tip. The inverted balloon indicates significant tension was applied during pull back to achieve temporary hemostasis. Over tensioning the device when pulling back the catheter can cause the balloon to pull through the arteriotomy and be perceived as a balloon loss of pressure. The deice was inflated with water and pressure was held with proper functioning of the inflation indicator. The review of the lhr (lot f1308703) indicated that the device lot met all established performance criteria prior to shipment. Based on the information provided and the investigation performed, the reported event could not be conclusively determined. There is no evidence to suggest that the mynxgrip device did not meet specification or perform as intended per the instructions for use (IFU). It is likely that when the balloon was tested after the procedure that it may have been over-pressurized, leading to saline leaking out of the inflation indicator.

Event description:
It was reported by the aci vascular closure specialist that a male patient underwent an interventional coronary procedure on (B)(6) 2013. Access was obtained at the common femoral artery via a 6f/7f sheath (model unknown). A pre-procedural femoral angiogram showed no presence of pvd/calcium in the vicinity of the access site. Peri-procedure, the patient was anti-coagulated with angiomax and was given a bolus drip. Following the procedure, the technician who is in training, selected the mynxgrip vascular closure device 6f/7f to close the access site. It was reported that the device was pulled back to the arteriotomy and the balloon lost pressure before the sealant was deployed. The device was removed and the patient was converted to 25 minutes of manual compression at which time hemostasis was achieved. The patient was ambulated and discharged to home the same day with no clinical sequela noted. Note: it was noted that the balloon was tested after the closure procedure and no leaks were found but saline was leaking out of the back end of the handle.